Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 90-120mg/dl fasting. Verified test strips expire 06/16/2018. Confirmed customer's test strips are being stored properly, and opened vial date is 08/24/2015. Customer performed a back to back blood test 158mg/dl and 158mg/dl both times. Reviewed meter memory (B)(6). Customer is comparing his trueresult meter to his brothers trueresult meter. He ran a blood glucose test on (B)(6) 2015 @9am (fasting) on his trueresult meter he got 55mg/dl and his brothers trueresult meter gave him 79mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 90-120mg/dl fasting. Verified test strips expire 06/16/2018. Confirmed customer's test strips are being stored properly, and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 158mg/dl and 158mg/dl both times. Reviewed meter memory.